Event description:
It was reported by the customer's mother that the customer had multiple error alarms occur with their insulin pump. Customer's blood glucose level was reported at 464 mg/dl. Product is being replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement and unexpected restart error test with no error alarms. The insulin pump functioned properly. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads.